Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to pounding in their chest. It was noted the pounding was predominantly on the left side with positional variances in stimulation, coinciding with pacing. It was noted the physician would be contacted for left ventricular (lv) lead reprogramming. The lv lead was later explanted and replaced. No further patient complications have been reported as a result of this event.